Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during maintenance of the achieva ventilator the unit was displaying a constant setting error. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported that the unit has been dismantled and discarded. Covidien was not authorized to service the device.